Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 580 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. To resolve the issue, the customer occasionally changed infusion sets and cartridges or changed cartridges only and resumed insulin.